Event description:
After inserting a cystoscope, outer and inner sheath into the patient, the md observed on the video image that a small piece of the ceramic tip of the inner sheath had broken off in the patient's bladder. The md was able to grab the piece and remove from the patient without much difficulty and no obvious harm to the patient. When removing the broken instruments, the md observed that a release tab was broken off the outer sheath. Both instruments were part of a tray of assorted pieces that accompany the cystoscope. These were from gyrus #2.